Event description:
The pt was reportedly experiencing sound quality issues followed by intermittency. Testing was incomplete due to loss of lock with internal device. Surgery to explant the pt's device will be scheduled.